Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 at 7:00pm. Customer's blood glucose level was 44 mg/dl at the time of admission. Customer stated that she became phased out. Customer had a low blood glucose level because she was not able to have the sensor. Customer is very hypoglycemic and was in the living room when the incident occurred. Customer's dad called the paramedics who started dextrose IV and transported the customer to the emergency room. Customer was treated and released after 4 hours. Customer stated that the event occurred because she did not have the sensor and that it has nothing to do with the pump. No further assistance needed.